Event description:
It was reported that approximately 26 months post-implant of a bifurcated device and a suprarenal aortic extension, the patient presented emergently with severe abdominal pain and a computed tomography (CT) scan identified a rupture. Reportedly, the CT revealed disconnection between the suprarenal aortic extension and the bifurcated device. The patient was treated with two infrarenal aortic extensions to bridge the components and successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by internal medical director with the following conclusion: the CT showed a severe kink at the overlap of the devices. This is responsible for the reported endoleak and subsequent rupture. There is no indication that the devices had any structural problems. The pathology created the kinking problem. A review of the manufacturing records was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient